Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis found that the battery contacts were compressed. It was also noted that the lead flex cover was contaminated, the upper and lower case was broken, and the ring was bent.

Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.